Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced rising blood glucose while changing an expired infusion set for an ilet system and noted no insulin drops during the set change; the user removed supplies before calling, then rewound the pump, inserted a new cartridge, and required shipment of replacement infusion sets due to low stock, with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no hospitalization and shipment of replacement supplies. Investigation included customer service troubleshooting and provision of education. Investigation of this case revealed no device malfunction confirmed, with the issue consistent with infusion set or supply-related delivery interruption during the change process. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.